Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was achieved using a proglide device. Reportedly, the proglide device was deployed without issue; however, when attempting to re-insert an .035" guide wire to remove the proglide device, the guide wire could not be inserted into the lumen of the proglide device. An .018" guide wire was advanced through the lumen of the proglide device to remove from the patient anatomy without issue. There was no adverse patient effect and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to insert the proxy guide wire was confirmed. Abbott vascular av reviewed the lot history record and there were no manufacturing nonconformities. The complaint handling database was reviewed and identified no other events reported for difficulty to insert the guide wire from this lot. Av determined that this issue appears to be related to an inspection step in the manufacturing process. Abbott will continue to trend the performance of these devices.

Event description:
Subsequent to the initial medwatch report the following additional reported information indicates an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 5f sheath after an arch 4 vessel diagnostic angiogram procedure. Another proglide device was used to achieve hemostasis. No additional information was provided.